Event description:
It was reported that during implant the set screw came out of the defibrillator and jammed upon reinsertion. During the reinsertion attempt, the set screw wrench broke off inside the seal. It was noted that the rv lead had a tear at implant. Both the defibrillator and lead were returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: removed "other devices" because they were all implanted on the same day as the reported implant attempt. Also, added patient code 2692. Evaluation summary: (B)(4) no anomalies were found; grommet damage was observed, and the setscrew was obstructing the bore at receipt. When a test lead was fully inserted into all connector ports and all setscrews tightened with a medtronic wrench, all setscrews retained their lead. (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix would not extend due to being over-retracted. Blood/body fluid was present on the distal conductor and outer tubing overlay, and the outer insulation and outer tubing overlay were breached cut.

Event description:
It was reported that during implant, the setscrew came out of the defibrillator and jammed upon reinsertion. During the reinsertion attempt, the setscrew wrench broke off inside the seal. It was also noted that the rv (right ventricular) lead had a tear in it. Both the defibrillator and lead were not used and were replaced. No patient complications have been reported as a result of this event.